Event description:
The fse reported no ac power condition. No patient involvement.

Manufacturer narrative:
Root cause: the failure of c56 prevented the power supply from operating on ac power.

Event description:
During service, the manufacturer's field service engineer noted the device would not power up on ac power. No patient involvement.